Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be use error related. Isi received the small clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. The instrument was found to have an input disk broken. Engagement or motion issues would occur when placed on the system arm. Input disk #6 was found completely detached from the base of the housing. The root cause is attributed to the user, such as improper cleaning during reprocessing. A follow-up MDR will be submitted if additional information is obtained. The system logs were reviewed by an isi failure analysis engineer (fae). Per the fae, none of the errors in the logs would suggest non-intuitive motion. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the horizon small clip applier instrument moved non-intuitively resulting in a vessel injury. The surgeon resolved the bleeding by using another clip applier instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the horizon small clip applier instrument moved non-intuitively twice. When the surgeon would close the instrument jaws, the instrument's wrist would bend without being commanded to. The surgeon reported that this non-intuitive motion caused the bronchial artery to be cut or torn. The surgeon reported that about 250-300cc of blood loss occurred due to vessel injury. A new horizon small clip applier instrument was used to clip the bleeding artery and resolve the complication. The horizon small clip applier instrument was installed on the same arm both times this non-intuitive motion occurred (the caller did not know which specific arm was involved). The procedure was completed robotically. The surgeon reported that the horizon small clip applier instrument moved unexpectedly more than once, but did not know how many times. The surgeon said when he commanded the instrument grips to close, the tip of the instrument would move up and to the left. The surgeon said they were able to reproduce this multiple times and replaced the instrument with another horizon small clip applier instrument. The patient was reportedly doing fine post-operatively.

Manufacturer narrative:
Additional information can be found in sections: g3, g6, h2, h7, h9, and h10/h11 on (B)(6)2022, the surgeon of this procedure expressed concern that this event could have been more severe if it occurred in a different location. The surgeon stated they believe the system should give some notification if the instrument input discs are damaged. The customer instrument utilization data was reviewed with the conclusion that the finding of broken input disk resulting in non-intuitive motion occurred due to the instrument being over-reprocessed. It was determined that the user facility packs all three of their small clip applier instruments in one tray. All three instruments are removed from their sterile wrap each time the tray is opened, requiring all three instruments to be sterilized each time the tray is opened. Based on the utilization rates of small clip appliers at the site, it was determined that this instrument was likely sterilized more than recommended. The "da vinci xi reprocessing instructions appendices" states that the small clip applier instrument (part number 470401) is approved for 25 reprocessing cycles. Based on a system log review, this small clip applier instrument was used in 22 procedures. It was last used on (B)(6)2022.

Event description:
Refer to h10/h11 for follow-up information.